Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regular unexpected reset occurred. Additionally, the customer reported a high blood glucose (bg) level of over 600 mg/dl. Cause of the high bg was fill estimate issue. Customer addressed high bg by correction injection via mdi. Reportedly, the customer continued to use the pump for insulin therapy.